Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. The meter powered on with button depression and with strip insertion.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016, a customer contacted adc and stated his/her adc blood glucose meter turns on with a button press but not with test strip insertion (port issue). As a result of this issue, the customer reported that on an unspecified date he/she experienced a "hypoglycemic diabetic coma," with a loss of consciousness. The customer was taken to a hospital where he/she was diagnosed with hypoglycemia and reportedly treated with a glucagon injection. There was no reported of death or permanent injury associated with this event.